Event description:
It was reported by service report that the brakes would not engage due both head and foot end brake pedals being disconnected from the brake rod. Additionally, the mattress could not adhere to the litter surface due to the velcro piles missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.